Event description:
Tubing is used to deliver IV fluid on a syringe pump; using a y-port fluid is drawn out of the IV bag into an inline syringe, fluid is then delivered from the syringe to the patient. Between the IV bag and the syringe to the pt. Between the IV bag and the syringe there is a one way valve to prevent the fluid from being pumped back into the IV bag. Customer reported patient was receiving tpn, and it was observed that fluid was being pushed back into the bag instead of being delivered to the patient. No medical intervention required. Preliminary investigation determined no back flow. Investigation ongoing, part sent to supplier. Follow up report will be sent if additional information received from supplier.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.